Manufacturer narrative:
The pod was received fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses and was deactivated at the end of second prime. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying late could not be determined. A crack was observed in the top housing of the pod. It could not be determined when this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack did not affect the functionality of the pod.

Event description:
It was reported by the patient that the pod's cannula deployed late indicating a needle mechanism failure. The cannula was visible and the pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7